Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. As a result, the physician opted to surgically abandon the lead and implant another one. No additional adverse patient effects were reported.